Event description:
It was reported that the patient had a bump over her sacrum. She scratched it and it "popped" resulting in avulsion of the lead. No obvious infection was noted. The system was explanted. Re-implantation was planned once the tissue healed. The patient outcome is unknown. Further information is being requested from the hcp.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.